Event description:
It was reported that an end of service (eos)/end of life (eol) message was displayed. The message first appeared a day prior to this report. The implantable neurostimulator (ins) depletion was premature. The ins had been programmed in cycling mode and was to be replaced on (B)(6) 2015. The patient had not recovered and the symptoms/issue was ongoing. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va02nm4, implanted: (B)(6) 2012, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).